Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 50 mg/dl with unsteadiness when standing or walking associated with an alleged call service alarm issue. Reportedly, the patient remained on the pump and was treated by a non health care provider with food and/or drink as treatment. During troubleshooting with customer technical support, it was noted that on (B)(6) 2018, the patient noticed a drop in her bg and the pump stated it was suspended. The patient stated that she noticed the pump wasn¿t reading. It wasn¿t primed and she tried to prime it and stated she was unable. After awhile, the patient was not able to prime to pump and it powered off and she changed the battery and tried to prime again but was unsuccessful. During the course of troubleshooting, it was determined that there multiple cs 078 alarms that caused the issue with the motor not being able to rewind even after the patient rebooted the alarm. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged call service alarm issue.